Manufacturer narrative:
H.6. Investigation conclusions code d1102: per the gore® excluder® aaa endoprosthesis instructions for use (IFU), "do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events with the contralateral leg and iliac extender components including catheter breakage or separation resulting in potential patient harms, see adverse events." H.6. Investigation conclusions added code d1102. H.10. Additional manufacturer narrative added IFU statement.

Manufacturer narrative:
H.6. Type of investigation code b01: engineering evaluation: the state of the returned device was consistent with the leading end of the catheter being caught and pulled with force, resulting in a catheter break. This is consistent with the statement that ¿the physician noted some resistance when the leading end met the tip of the dsf. The physician pulled hard, resulting in separation of the leading end and bending of the tip of the dsf¿. Based on the findings from the evaluation, there was no root cause identified for the tip getting caught and the resultant catheter break. There was no evidence of manufacturing deficiency for the cxt identified through the evaluation. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was being treated for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis (cexc). After successful deployment, the physician went to remove the catheter through a 15fr gore® dryseal flex introducer sheath (dsf). The physician noted some resistance when the leading end met the tip of the dsf. The physician pulled hard, resulting in separation of the leading end and bending of the tip of the dsf. The tip was successfully snared and removed from the patient. The procedure was completed successfully.